Manufacturer narrative:
Retainer ring = black. Customer complain the insulin pump is alarming with a red x on the screen and critical pump error/open book image on (B)(6) 2021. The history was download successfully using thus software. The software downloads detail trace and long trace files. Unit was cut open to perform visual inspection and no moisture damage was noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. No unexpected critical pump error alarm noted. Device passed the full functional test including the displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total citation. Device p-cap or test reservoir locks in place properly. In summary, customer allegation for critical pump error was not confirm. Device passed required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Crm service notification text (B)(6) 2021 12:14:27 erp_rfc_user related svn (B)(4). Crm service notification text (B)(6) 2021 12:13:27 byrdb2 customer concern: the pump is alarming with a red x on the screen how do I get it to stop? Dop114-980doc: critical pump error/open book image what led up to the event?: the cust was grocery shopping explain the pump performs safety checks and an error was found. What is the customer reporting?: open image book advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement policy information received by medtronic indicated that insulin pump had critical pump error. The customer stated that they were at grocery shopping and the insulin pump was alarming with red x on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.